Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-sep-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported that their stimulation coverage changed. They mentioned that they are getting stimulation in their abdomen, and less in their lower back where they want it. The patient stated that a few months ago, they went to catch their husband as he was falling, and they felt a pulling sensation in their back. Since then, the stimulation coverage has not been the same. The rep noted that an impedance check was done, and all impedances were within normal limits. X-rays were taken, which confirmed that the leads had moved down approximately 1 vertebral body and had widened from the midline. It was added that the lateral shows the leads are still in the epidural space. The physician is planning to do a lead revision to put the leads back at their pre-injury location. No further complications were reported or anticipated.